Event description:
It was reported that pump declared alarm 30 during pumping, causing the cartridge alarm to recur despite attempts to load a new cartridge correctly. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer by replacing the pump, confirmed the shipping address, and provided instructions for returning the problematic pump using a pre-paid label and return box. The customer received a replacement pump; however, they declined to share information about their backup insulin therapy.